Manufacturer narrative:
The reported field experience was confirmed. Analysis noted insulation abrasions at 17.4cm, 18cm, 19cm, 22.3cm, and 25.8cm from the connector pin. Due to the insulation damage all wires were damaged at 25.8cm and a burn mark was also noted. The lead abrasions are consistent with that produced by friction with the ICD can.

Event description:
It was reported that the patient received inappropriate therapy due to possible lead fracture. When the device was interrogated, possible output circuit damage was observed. It was decided to replace the lead. During the lead revision, twiddler's syndrome was noted. The lead was explanted with no consequences to the patient.